Event description:
It was reported that during the implant procedure there was difficulty extending/retracting the sscrew. The lead was not implanted. No patient complications were reported as a result of this event.helix blocked/unable to advance or retract. Edit (B) (6) 2010 it was reported that during the implant procedure there was difficulty extending/retracting the sscrew. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) visual inspectin: upon analysis, it was reported that there was blood in/on the helix/lobe mechanism, sleeve head, and distal conductor (non-obstructing). It was determined that the damage was caused at implant.